Manufacturer narrative:
Eval results - visual inspection of the returned prod showed evidences of a clear surgical residue, however, there was no visible damage to the lens. Conclusion, other - an investigation was opened to evaluate a complaint trend associated with lens tears. Possible root causes for this incident include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon attempted to insert an aa4204vl silicone plate lens, and the lens got stuck while advancing in the injector. There was no pt contact.